Event description:
It was reported that (1) cdh21 was used during a gastric bilateral bypass procedure. It was reported by the rep that the surgeon stated that the instrument misfired when he tried to complete his anastomosis. The surgeon stated that he hand sewed the anastomosis by over sewing the stapler line. The rep reported that it was not clear as to whether there was any leakage. It is unknown how the case was completed. There was no consequence to the pt.